Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter balloon during the pretest. Per follow up information received on (B)(6) 2022, it was mentioned only that water leaked from the balloon. It was possible that the balloon mentioned referred to the catheter. As per photo samples, there was no balloon damage but there was a hole at the shaft.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. The product was not used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temperature sensing foley catheter. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temperature sensing foley catheter. Visual inspection noted attempted to inflate the balloon and found a hole in the shaft of the catheter measuring (0.1410"). This is out of specification , which states, "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm". A potential root cause for this failure mode could be "inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that water leaked from the foley catheter balloon during the pretest. Per follow up information received on 13apr2022, it was mentioned only that water leaked from the balloon. It was possible that the balloon mentioned referred to the catheter. As per photo samples, there was no balloon damage but there was a hole at the shaft.